Event description:
The end user went to a hike and bike trail and was parked at the edge of a drop-off when he engaged the joystick and the chair went backwards. The chair fell over sideways. The end user unbuckled himself from the wheelchair and fell into the creek three feet from the wheelchair. The end user hit his head and needed four staples.

Manufacturer narrative:
The wheelchair involved in this incident has been returned to sunrise medical (us) llc. The wheelchair is currently under investigation by our internal failure investigator and a member of the engineering department. Once the investigation is complete, a follow up report will be filed.